Manufacturer narrative:
9/11/2024 - we were notified of a capsule that was retained by a patient who was then later sent to general surgery. Capsule was retrieved by the general surgical team but they discarded the capsule. (B)(4) capsule incident questionnaire was sent to the customer to gather more information. 9/12/2024 - the (B)(4) was received indicating that the patient had pre-existing conditions (history of bowel obstruction and abdominal surgery), patient underwent "ex lap small bowel resection" on (B)(6) 2024 where the capsule was retrieved and disposed of.

Event description:
9/11/2024 - we were notified of a capsule that was retained by a patient who was then later sent to general surgery. Capsule was retrieved by the general surgical team but they discarded the capsule. (B)(4) capsule incident questionnaire was sent to the customer to gather more information. 9/12/2024 - the (B)(4) was received indicating that the patient had pre-existing conditions (history of bowel obstruction and abdominal surgery), patient underwent "ex lap small bowel resection" on (B)(6) 2024 where the capsule was retrieved and disposed of.